Event description:
It was reported the screw on the battery would not unscrew after determining bad impedance. It was stated once the screw finally came lose and when they went to screw it back on it went in at angle causing bad impedance once again. Reportedly, it would not unscrew and the healthcare provider had to cut the battery from the lead and start again. It was noted the device was not implanted. It was noted the doctor over screwed the battery several times but said it should have not been an issue with the torque limiting wrench, but the screw would not come lose easily. Once the bad impedance was discovered when the screw did loosen, it then would not screw back in properly. The patient¿s status was reported as no injury and it was stated there were no patient symptoms or complications associated with the event. It was reported that nothing happened to the patient and they were just on the table when they had implantable neurostimulator (ins) issues.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the grommet was missing and the setscrew was backed out too far and missing. It was stated the lead was disconnected and the ins was tested. The device passed ats. Final device analysis of the lead revealed the following: it was stated the area between connector sleeves 1 and 2 and 2 and 3 on the proximal end of the lead was damaged. A functional test of the lead showed continuity was acceptable for all circuits and there was a short between circuits #2 and #3. Analysis was unable to do a system test of the connected products due to damage of the lead.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.